Event description:
It was reported the video system center could not display an image when connecting to the monitor. The issue occurred during a diagnostic esophagogastroduodenoscopy (egd) and colonoscopy procedure that was delayed by five (5) minutes. The procedure was completed and there were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, d8, h4, h6, h11. Corrected field: b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. The device was not returned to olympus. The tac (technical assistance center) helped the customer to connect the spared serial digital interface it to the oev-191h, to produce an image on both display and the customer will work with this configuration until their cv-190 is repaired. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the intended procedure was finished with the same device, and the event occurred at the beginning of the procedure.